Event description:
Boston scientific received information from the local sales representative that this right ventricular (rv) lead was surgically abandoned due to impedances being below 200 ohms. No adverse patient effects were reported from the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.